Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher sensor readings from the freestyle libre 2 sensor compared to readings obtained on the built-in meter. The customer self-treated with insulin (dose/type unknown) based on the sensor scan, however, experienced a loss of consciousness. The customer received unspecified third-party treatment from partner, however, no additional details were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 11.6 mmol/l was compared against a reading of 2.6 mmol/l obtained on the built-in meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher sensor readings from the freestyle libre 2 sensor compared to readings obtained on the built-in meter. The customer self-treated with insulin (dose/type unknown) based on the sensor scan, however, experienced a loss of consciousness. The customer received unspecified third-party treatment from partner, however, no additional details were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 11.6 mmol/l was compared against a reading of 2.6 mmol/l obtained on the built-in meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported event.